Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the ampulla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. Upon opening the package, it was noticed that the tip of the jagtome rx 44 was already bent. The device was tested and it still could be bent, so the device was still used. During the procedure, when coagulation was performed using the device, the cutting wire "snapped." It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned jagtome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken at 5 mm from the proximal pierced hole. The working length was free from obvious kinks/bends. The device was observed under magnification, and the cutting wire was broken and kinked. Additionally, the ends of the broken wire were blackened. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, kinked and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Additionally kinking/bending the cutting wire can lead to break it. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the ampulla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. Upon opening the package, it was noticed that the tip of the jagtome rx 44 was already bent. The device was tested and it still could be bent, so the device was still used. During the procedure, when coagulation was performed using the device, the cutting wire "snapped." It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.